Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review: release date: 6/17/2019. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9150891 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples or photos displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that bd safetyglide¿ needle pulled out of hub during use. The following information was provided by the initial reporter: material no. 305916 batch no. 9150891. It was reported that the needle came off of the plastic hub and stuck in the patients leg. Issue: needle came off of the plastic hub and stuck in the patient¿s leg. Needle was removed without surgery or additional intervention. Needle was discarded.